Manufacturer narrative:
Results: the distal tip of the neuron max 6f 088 long sheath (neuron max) was fractured approximately 92.5 cm from the hub. There was no visible damage the dilator. Conclusions: evaluation of the returned device revealed that the distal tip of the neuron max was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the packaging mandrel slips out from the packaging tape, and the neuron max and packaging mandrel are forcefully withdrawn through the packaging tube, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician found that the distal of the neuron max 6f 088 long sheath (neuron max) was broken before inserting it into the sheath. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a guide catheter and a long sheath.